Event description:
Patient reported right capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event not related to the device. Additional observations: crease flat observed, in the device. White particles observed, in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Patient reported, a right side "capsular contracture ,baker grade unknown". Patient later reported, "baker grade IV". Healthcare professional reported, "capsular contractures, baker grade IV". Device has been explanted and replaced.